Manufacturer narrative:
This report is submitted on may 30, 2022.

Event description:
Per the clinic, the patient experienced a loss of osseointegration of the device. It is unknown if there are plans to re-implant the patient with another device.